Manufacturer narrative:
(B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the mid-section and proximal section of the stent were damaged with stent struts pushed to expose a section of the proximal balloon body and bunched in distal direction. The undamaged distal section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred due to interaction between the already placed stent and the returned synergy stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted at the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04535. Reportable based on device analysis completed on 29-may-2018. It was reported that crossing difficulty in previously placed stent was encountered. The 95% stenosed, chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A guide wire successfully crossed the lesion and pre-dilation was performed. Due to vague flow, a 2.75 x 38 synergy¿ drug-eluting stent was implanted in the proximal portion of the lesion first. Then distal flow was reserved and a 2.50 x 28 synergy¿ drug-eluting stent was attempted to be delivered to the distal portion of the lesion, however, the 2.50 x 28 synergy¿ stent could not cross through proximal implanted 2.75 x 38 synergy¿ stent. The 2.50 x 28 synergy¿ stent was withdrawn but it was caught by proximal stent strut and the implanted 2.75 x 38 synergy¿ stent also came out. It was noted that the explanted stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.